Manufacturer narrative:
(B)(4). Location : hospital. This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis; type of fracture: compression fracture. It was reported that on (B)(6) 2016, the patient underwent balloon kyphoplasty surgery for l1 compression fracture. During surgery, cement leaked towards anterior of vertebral body during inserting cement. The patient complications were reported unknown. Product implanted-remains in service patient is alive-no injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.